Manufacturer narrative:
(B)(4). Batch#: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a band replacement, the doctor was doing a bypass and when performing the second shot, one line of staples were not closed correctly. It was necessary to use energy to contain the bleeding, even after the doctor waited 15 seconds to pull the trigger. The remaining staple lines formed correctly. It was not necessary to use a new reload and surgery was not delayed. There were no patient consequences and no other medical intervention was required.